Event description:
A potential product issue has been identified with our oncor impression plus linear accelerator. This product problem is being reported in the abundance of caution. The functionality of dose actions points of primeview do not work reliably. In most cases the dose value is exceeded without a message being displayed. This issue has occurred since the upgrade of the system from mlc 82 to 160 mlc and the corresponding was update. The following components are affected: thd 1046, serial number (B)(4), lantis v6.10h4, ocor 11.0.212, primeview 2.2.09, primeview in physicist room 2.1.657. It is also on a sporadic basis not possible to access lantis via the rt therapist. A root cause and possible corrective action is pending further investigation that is now underway.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical) dose action points may be used as a reminder for additional tasks and treatment like performing checks and applying drugs. If the reminder does not happen it may occur that a part of the treatment plan is applied to late. In worst case this may potentially cause a mistreatment resulting in a serious injury. Probability: c (remote) dose action points are used for several purposes. In case of critical treatment steps the clinical staff will apply additional measures and reviews according to clinical practice to ensure that mandatory tasks are performed in time. No other products are affected.